Event description:
The product was used during a laparoscopic sub total gastrectomy procedure. Reportedly, the staples did not form properly. The surgeon applied another device and resected the incomplete staple line. The hosp has reported the pt's condition is satisfactory.